Event description:
It was reported that the device had an error that oxygen was not connected. The ventilator was not in use at the time of the event.

Manufacturer narrative:
The authorized service provider (asp) determined the ventilator was normal. The asp adjusted the hospital's central oxygen supply system. Upon further investigation, the issue was discovered during testing. Therefore this complaint no longer meets reportability requirements

Event description:
It was reported that the device had an error that oxygen was not connected. The ventilator was not in use at the time of the event.